Manufacturer narrative:
This report is submitted on september 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced headaches with device use. Subsequently the receiver stimulator was electively explanted on (B)(6) 2017 and the electrode array was left in situ.